Event description:
A complaint was received from france which indicated that a nurse after using the ames minilet lancet was accidently stuck with a used lancet. The nurse indicated that she performed a blood glucose measurement on a pt, removed the minilet from the lancing device and re-armed the glucolet with her thumb. She indicated that the needle became detached from the minilet and remained in the glucolet. As she re-armed the glucolet her thumb was stuck with the lancet. The hospital tried to reproduce this event with other lancets but was unsuccessful.